Manufacturer narrative:
The conclusion from the previous report remains unchanged.

Event description:
Available information was received and reviewed by the medical reviewer. It was reported that no secondary intervention was required, the affected area fully recovered, and no permanent scarring is expected. Two photographs of the patient¿s forehead were reviewed; both images were undated. One image showed a small blister, while the second image demonstrated a healing blister with residual erythema and small crusts. Based on the reported full recovery, absence of permanent scarring, and no requirement for secondary intervention, the event was reassessed as non-serious. This case no longer meets reportability requirements.

Manufacturer narrative:
The treatment tip and datacard logs are returned for evaluation. The tip passed leak, thermistor and visual inspection. No dents, scratches, blemishes, or dielectric breakdown was observed. Evaluation of the treatment tip found no issues related to this event. The datacard log showed the following error occurred during treatment: premature lifting of the tip, force before activation, and low treatment tip force. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected according to thermage flx user manual, burns and blisters are known potential reactions to treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, this event is a known potential reaction to thermage flx treatment. A review of the manufacturing records showed all requirements were met. No nonconformities or anomalies were found related to this event when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no corrective action is necessary.

Event description:
A user facility reported that a patient experienced blisters and burns to the forehead one day post thermage flx treatment. Treatment included vaseline, hydrocortisone, and sunscreen. The current condition is reported as good, though a permanent scar is possible. No photo is available to assess severity; however, the event is considered serious due to the potential for permanent scarring. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient has received botox treatments in the same symptom area within the past 90 days. The patient was not administered any pain medication or placed under anesthesia. The highest energy level used was 2.5-3.5 j. A stamping method was used. Solta cryogen and 3 bottles of coupling fluid were used. The treatment tip surface was inspected prior to use and there was nothing to noted. The treatment tip surface was inspected mid treatment. This treatment tip had not been used on other patients.